Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver surgery, the surgeon was able to press the green button but the stapler did not fire. In addition, there was a poor staple line. Surgery time was also extended to more than 30 minutes. Another device was used to complete the case. There was no patient injury.